Event description:
Comment from site on subsequent visit for transportable laser location to visx that there was dlk on a patient in (B)(6). (B)(6) was notified by visx so we contacted the site and obtained incident report for MDR. Day 1 dlk ou. Diffused grade 1. Day 2 progressed to grade ii dlk, peripheral; os grade 2-3. Day 3 (2.5; gr iii od<os; lift wash out. Day 4 post wash out, mild diffuse on ou. Rx: medrol dosepak; durezol q1hr. Visual acuity: day 1 20/40/60; day 2 20/25/30; post wash out day 1 20/40 ou; vasc at 1 week 20/25+ ou; bcva 20/20 ou. Notes from engineer - dlk present at the post-op exam. Laser settings adjusted after early obl and sticky lift observed; bed and side cut energy from 0.95 to 1.00 - pocket width increased from 0.270 to 0.280 - pocket depth adjusted to 250 microns from 240 microns. Settings adjusted for 2nd eye (od).

Manufacturer narrative:
(B)(4). Evaluation: evaluation of equipment is in progress. Information regarding the results and conclusion of the equipment evaluation will be provided in a supplemental MDR.